Manufacturer narrative:
Ocd field engineer arrived on site. Repairs have returned the instrument to expected operation.(B)(4)

Event description:
Customer reported that the dilution cup is overflowing. Customer stated that there is the possibility that reagents and samples were contaminated. Issue occurred during sample testing. No erroneous results were reported. Customer observed the overflowing and instrument was shut down.